Event description:
It was reported to tyco/kendall that a customer had a problem with the magellan safety needle and syringe combo. The customer reports "surgeon was injecting lidocaine and narcain into the pt and the needle broke off at the hub and was in the pt. The needle was removed with no problem and no injury to the pt. No add'l treatment was needed for the pt.